Event description:
The manufacturer received an allegation from a patient's family that the screen display was blacked out. A sales rep called back the family, and they said that the screen was still completely dark despite the device operating normally. The sales rep visited the patient's home and replaced the device with the same model. During the evaluation of the device at the manufacturer's service center, the issue of failure in the screen display was not confirmed by an operational check, and it was confirmed that the screen display was able to be viewed a failure of the device's lcd screen was observed. It has been determined that the lcd failure caused the issue. The lcd was replaced. The device¿s lcd was replaced to address the issue.